Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing unconsciousness, convulsions, and syncope while kneeling down. Device interrogation noted a stored episode showing external electromagnetic interference. The patient will be educated on emi sources. No intervention was performed. The patient was stable after the event.